Event description:
Bovie cord lying across pt with other portion in the safety holder. Staff member leaned across to lift let of pt, arc occurred burning staff member through the gown and causing a minor burn on the arm of staff. Clinical engineering checked ground integrity of power cored, chassis leakage and rem circuit. Power output accuracy was within MFR specification. Disposable pad and cord available for inspection.